Manufacturer narrative:
11/4/96 - submission of supplemental report to FDA. Additional information submitted for d7 and d8. Device evaluation indicated and codes entered in h3 and h6. Device has not been returned to the manufacturer for evaluation.

Event description:
Stapler used on vaginal cuff delivered only one row of staples, cuff came apart and was reapproximated using sutures. Staples were removed from pt.